Manufacturer narrative:
Concomitant medical products: product ID 8835 lot# serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient did not have an appointment sc heduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated since the pump was implanted it was malfunctioning. It was reported yesterday the patient went into withdrawals and the other night she overdosed. It was also reported the pump was beeping the other night that it was empty. It was noted they just saw their managing doctor who stated she needed to be seen by a company representative (rep). Additional information was received on 2021-apr-23 from a consumer via a rep indicated the same information was reported as before, but it was also reported the patient was not getting good relief from the pump and their personal therapy manager (ptm) was locking them out at weird times. The rep reviewed that they could only be seen at the healthcare provider¿s (hcps) so they would need to schedule an appointment with their doctor so the rep could meet them there. The rep did review the lockout and thought it could be the dose restriction interval (dri). The rep would call back when she meets the patient to see what was going on with the patient¿s pump/therapy/ptm. The patient was receiving intrathecal bupivacaine at 0.2799 mg/day and unknown morphine at 0.2799 mg/day (concentrations unknown) via the implanted pump for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump was possibly overdosing the patient.